Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Evaluation summary: the device was returned for analysis with its stent dislodged and not returned. Additional information received indicated that the physician was not aware of the stent dislodgement and, while the stent did not dislodge in the patient, its location was unable to be determined. The reported material rupture was able to be confirmed. The reported unstable stent was able to be confirmed as the stent was noted dislodged. The reported physical resistance and the reported removal difficulty were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: no unusual force was applied during advancement of the 2.25x23mm rx xience prime stent delivery system (sds). The difficulty removing the sds was due to tortuous anatomy. The sds with loose stent still on the balloon was able to be withdrawn without difficulty and without intervention; the stent did not dislodge in the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified chronic total occlusion in the proximal diagonal coronary artery. After pre-dilating the lesion, a 2.25x23mm rx xience prime stent delivery system (sds) was prepped outside of patient anatomy without issue then was advanced to the lesion with resistance felt against the tortuous anatomy. During inflation, loss of gauge pressure was observed as the balloon ruptured at 12 atmospheres, resulting in the stent becoming loose on the balloon (unstable). The sds was difficult to remove. A new unspecified stent system was used to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.